Event description:
A catheter issue was reported. They were unable to clearly determine the issue. On (B)(6) 2013 a dye study was performed. The catheter could not be aspirated during the dye study, and dye distribution did not produce good myelography with contrast diffusion noted out of the spinal space. There was an intense amount of dye that gravitated to the catheter entry site (into the spinal canal). A collection area was noted around the tubing loop lateral from the spine area. The location of the issue was the distal segment. The plan was to have a neurosurgical consult to implant a new catheter. A date for surgical intervention was still to be planned. The patient stated that the pump had never worked right since implanted. The patient had pain, and their chronic pain (across their low back and down their bilateral lower extremities) was not relieved. They also complained of ineffective therapy. The physician stated that for a pump myelogram in the past they were able to aspirate from the catheter (date unknown). The patient had had bupivacaine in the pump which the patient complained at that time of numbing in the leg. The bupivacaine was removed at their last refill. The concentration of morphine was lowered to increase the flow rate, but the patient stated they had not noticed improvement in their pain level. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. It was later reported that the patient had a catheter revision on (B)(6) 2013. It was noted that the cause of the difficulty aspirating the catheter was not determined and per the report, the contrast spread was atypical. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
On (B)(6) 2014 it was later reported that the patient had been re-implanted and they were doing well.

Event description:
Additional information received repeated information regarding lack of therapy effect. The patient stated that the hcps have tried several different medications and nothing has worked.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the manufacturer's representative came in on the tail end of the case after the patient's catheter was already replaced. It was noted that the whole catheter was replaced. It was reported that the catheter was the only thing replaced and the patient has been getting good therapy at the time of report. It was noted that no cause was determined. It was reported that the patient's healthcare provider (hcp) believed there was a small piece of scar tissue at the catheter tip that was making an uneven distribution of medication causing the numbness the patient was experiencing. It was noted that the hcp" saw absolutely nothing wrong with the catheter" but since he was already in there he decided to replace it and move it a little higher than it was previously to avoid the suspected scar tissue. It was reported that the explanted catheter was discarded. It was reported that the patient had bupivacaine in the pump which the patient complained at that time of numbing in the leg. It was noted that the bupivicaine was removed at the patient's last refill. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that the medication was not getting to the patient¿s pain area. A neurosurgeon moved the catheter in march, but that didn¿t work either. The patient was told that, with his scar tissue and arthritis, they were having trouble getting the catheter in the correct area that would help with his pain. At the time of this report, the patient could feel the medication getting below his knees, but the problem was in his left thigh and low back. The patient¿s feet just got numb and he didn¿t need the medication below his knees. It was noted that the patient had a trial and it worked fantastically. The patient was almost pain free and then he had the pump implanted and it didn¿t work. It may have been working some, but the patient couldn¿t really tell. Since the pump wasn¿t working, the patient didn¿t want to have it filled on the thursday following this report. It was noted that the patient was seeing a doctor about a rhizotomy. This pain doctor gave the patient shots in his hip for the thigh pain, but they didn¿t help. The device system was used to deliver morphine.

Event description:
Additional information received reported the patient had multiple medication changes, dose changes, and further surgery. The catheter issue was addressed with replacement by a neurosurgeon under direct visualization. The patient still had pain which was no different.